Manufacturer narrative:
The report is submitted on september 09, 2022.

Event description:
Per the clinic,the patient experienced soft tissue overgrowth around the abutment. The patient was placed under mac anesthesia on (B)(6) 2022 in order to remove the abutment. The implanted device remains.